Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed that the wbc bath was defective. The fse proceeded to replace the wbc bath to resolve the aperture alerts and differential flags. The fse also replaced the probe to resolve the over range platelet (plt) issue.

Event description:
The customer reported obtaining white blood cell (wbc) aperture alerts and differential flags on patient sample results from the coulter ac*t diff 2 analyzer. The customer also reported that the instrument generated an over range error (++++) on instrument startup for the platelet (plt) parameter. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event.